Event description:
It was reported the customer had trouble priming. It was found the customer had their reservoir on the insulin vial while trying to pull air into the vial. Advised the customer this prevented air from pressurizing. Customer also reported smelling insulin. It was found the customer had a reservoir leak on their insulin pump. Customer's blood glucose was 290 mg/dl. Customer also stated there was droplets of insulin in the reservoir compartment. Troubleshooting did not find any cracks or splits in the insulin pump's barrel. Customer's reservoirs will be replaced.

Manufacturer narrative:
One opened and or used reservoir was evaluated and no anomalies were found. Basal bolus leak test was performed and not leaks or physical damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.